Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00383. The pt (B)(6) was implanted with two percutaneous leads from different lots. It was reported the pt was experiencing uncomfortable stimulation in the kidney area. Due to the discomfort, the pt reportedly discontinued use of the therapy system. An x-ray taken for further interrogation revealed both of the pt's leads had migrated one vertebral body caudally. Surgical intervention was undertaken with the intent of repositioning the devices. However, due to complications accessing the epidural space during the procedure, the physician decided to explant the pt's therapy system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.